Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "rod on left side slid out of the pedicle screw at the l3 level creating additional pressure on the right l3-l4 level producing a non-union. Patient had a dlif at the l3-4 and replacement of bil. L3 screws and rods. Surgeon noted that at the left l3 screw, the locking cap was still engaged ever though the rod slid out of the tulip."